Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature elective replacement indicator (eri)/recommended replacement time (rrt). It was also reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds. Both the ra lead and rv lead were reprogrammed and remain in use. The ipg was reprogrammed, explanted and replaced. No patient complications have been reported as a result of this event.